Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they were hearing an alert coming from their device. It was determined that there were small episodes of noise recorded for the right ventricular (rv) lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.